Manufacturer narrative:
(B)(4). P-cap or reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to verify blank display, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, pillowing keypad overlay, minor scratches on case, cracked keypad overlay and missing serial number label. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery changed but the issue was not resolved. When customer removed battery insert battery alarm did not displayed on the screen of insulin pump. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring is neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.